Event description:
I had monovision lasik performed by lasikplus. They incorrectly did not diagnose me with abmd (anterior basement membrane dystrophy) prior to the procedure. I was told I was a great candidate (at age 47.5). Post procedure, I had wavering, blurry vision for 10 months along with dry eye, halos, and poor vision in low light. At 10 months I was told I had abmd and would have to go to the medical center and have pkt (phototherapeutic keratectomy) on both eyes. Lasik has ruined my quality of life. Though pkt seemingly has fixed the abmd, I have to wear trifocals (again) to function during the day. 4 years out and I still am plagued with dry eye, having tried all the drops on the market with not much relief. I still see halos/starbursts while driving when there isn't bright sunlight. I also have frequent, brief dizzy spells if I don't have my trifocals on. Lasik should be banned.